Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse confirmed the issue by reviewing the customer's pth controls and seeing they were trending low. Fse reproduced the issue by running the pth controls and seeing that all controls were out low. Further inspection of device revealed that wash probe was missing the wash probe tip. Fse applied a new wash probe tip, recalibrated pth, and ran the customer's prepared controls. No further issues were noted. No further action was required by field service. A 13 month lot-serial number history review for br spec lot# 60210 and pth cup lot# i515211 for similar complaints was performed from 14nov2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 14nov2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The st pth aia-pack package insert states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Preparation and storage: using volumetric pipettes, reconstitute the lyophilized controls accurately to the volume of 1 ml with cap class I or nccls (clsi) type 1 reagent grade water. Allow the lyophilized material to fully dissolve. Bring control to 18-25 °c for use. Always store the control set in an upright position at 2-8 °c when not in use. Stability: when stored unopened and refrigerated at 2-8 °c, the aia-pack intact pth control set is stable until the expiration date on the label. Control materials should be used within 7 days of opening or reconstituting provided that the vials are kept sealed and refrigerated at 2-8 °c. The most probable cause of the reported event was due to a missing wash probe tip.

Event description:
The customer called to report high quality control (qc) recovery and low parathyroid (pth) controls with their aia-360 analyzer using biorad spec lot# 60210 and pth cup lot i515211. Pth was calibrated (B)(6) 2018 and had results of 0.0549; with a rate 1 0.1 on the qa spreadsheet. Diluent was made (B)(6) 2018, wash (B)(6) 2018, and qc had been frozen then thawed. The customer stated that they did not have enough cups to recalibrate but that they had a new cup calibrator lot which they would recalibrate and report back. When technical support (ts) followed up with the customer again, they reported that they were unable to locate the calibration results for pth that day. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pt. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.